Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi". Customer stated results fluctuated between 90 mg/dl and 150 mg/dl. Last 5 results in memory were "hi", 215 mg/dl, 198 mg/dl, 147 mg/dl, and 212 mg/dl. No adverse event reported.